Event description:
It was reported that the battery voltage on the implantable cardioverter defibrillator (ICD) appears to be on a quick downward trend. The estimated longevity is shorter than what was projected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated battery voltage is dropping approximately 2mv / week. Unable to determine cause of elevated current drain without returned product analysis. (B)(4).